Event description:
It was reported that a consumer went to an emergency room with microbial keratitis in association with contact lens wear. Additional informaiton has been requested. No further informaiton is available at this time.

Manufacturer narrative:
The device was not available for evaluation. The lot number was not provided. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No adverse complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).